Event description:
On (B)(6) 2012, it was reported that a physician's handheld device screen was cracked. The handheld device and software flashcard were returned on (B)(4) 2012 and are currently undergoing product analysis.

Event description:
Product analysis for the handheld device and software flashcard was approved on (B)(6) 2012. An analysis was performed on the returned flashcard. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. An analysis was performed on the handheld and the reported allegation was confirmed. A root cause for the cracked screen could not be determined based on the available information but is most likely associated with mishandling of the device. Once the screen was replaced with a known good screen, no further anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death.